Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographic requested, but was not provided.

Event description:
It was reported that there was an error pcu os failure causing all connected device to shut down.

Manufacturer narrative:
Supplemental MDR to correct g.4 on the initial MDR (reportable aware date) from 01/07/2020 to the correct date of 02/17/2020. Due 02/18/2020. Please assign to (B)(6).

Event description:
It was reported that there was an error pcu os failure causing all connected device to shut down.

Manufacturer narrative:
8015 pcu s/n (B)(4). Was determined to be the sole suspect device. See manufacturer report number 2016493-2020-0032.

Event description:
It was reported that there was an error pcu os failure causing all connected device to shut down.